Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Around seven years six months of post-deployment, a computed tomography (CT) of the abdomen and pelvis was revealed that the superior extent of inferior vena cava filter was at the l2 vertebral body and inferior extent at l3-l4 disc space. Six prongs had perforated the inferior vena cava, with a maximum perforation of 6 mm. On coronal images, a 3-degrees tilt of inferior vena cava filter from left to right was noted. On sagittal sequences, the inferior vena cava filter was aligned with the long axis of the inferior vena cava and there was no tilt. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Based on the medical records, filter tilt cannot be confirmed as it state that only "a 3-degrees tilt ".based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3,g4. H11: d1,d4 (product catalog no),h6(method and result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and postoperative bleeding. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava wall and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain, however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. The investigation is inconclusive for filter tilt and perforation of the ivc, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and postoperative bleeding. At some time post filter deployment, it was alleged that the filter perforated the ivc wall and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain, however, the current status of the patient is unknown.